Manufacturer narrative:
(B)(4). Stent fracture can be a result of, but not limited to, stent material, post dilatation technique, anatomical motion resulting in stress/fatigue of the stent material and/or interaction with other device post deployment. The stent fracture was not noted at the time of stent implant, suggesting that the noted damage occurred post procedure; however, a definitive cause for the reported stent fracture could not be determined. A review of the finished device lot history records did not reveal any nonconforming material records initiated against this finished good lot. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for this lot. All stents are subjected to a visual inspection for damage and breaks. In addition, a quality control audit inspection is used to verify the product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The lot number was provided. A follow-up report will be submitted with all relevant information.

Event description:
It was reported via a trial that approximately two years after the implantation of the xact stent in the right internal carotid artery, the patient was found to have a proximal, grade two stent fracture. There were no adverse patient effects and no reported intervention. There was no additional information provided.